Manufacturer narrative:
Patient identifier not available from the site. Patient weight is not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site tried to close the gantry door via the pendant. However, the door open is still on the screen. One of the turnbuckle had a problem, the threaded rod was replaced and the issue resolved. Imaging and navigation were both aborted. There was a 30 minute delay to the procedure. No impact on patient outcome